Event description:
It was reported that during the anastomosis portion of a da vinci si prostatectomy procedure, the customer experienced system error code 252. The system was restarted, however, system error code 90 appeared at restart. The surgical staff verified that all connections were secure on the vision cart (and that all external video connections were removed) and emergency powered off the system three times. System error code 90 continued to appear during each restart. The site then replaced the camera and camera cable and restarted the system, however, system error code 90 appeared again during restart. The surgeon decided to convert to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error codes 90 and 252 were associated with the double camera controller (doco). The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected doco. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 90 appears when a system board reads a voltage value out of the normally acceptable range. System error code 252 is a sympathetic error and appears when the master supervisory controller does not receive an expected message within a specified time. Upon determining this condition, the safety system puts da vinci si in a non-recoverable safe state. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.